Event description:
Spontaneous call: she states that pump read 5.6 mi left and then started to beep; however, the cassette was completely empty and the message read "no disposable clamp". Patient attempted to remove and add cassette and it wasn't working. No fault while in use, no injury, device available, we are replacing device. Reported to (B)(6) by: patient/caregiver.